Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesions were located in the moderately tortuous left anterior descending (lad) and left circumflex (lcx) arteries. A 2.5 x 24 and 2.5 x 16 synergy¿ drug-eluting stents were deployed first in the lcx artery. A 2.75 x 38 synergy¿ drug-eluting stent was then deployed in lad artery. Following post dilation, a distal edge dissection was noted in the distal part of the deployed stent in lad. A 2.75 x 16 synergy¿ drug-eluting stent was then deployed distally overlapping the first stent in lad to cover the edge dissection and completed the procedure. No further patient complications were reported and the patient's status was stable.